Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 420 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump did not have any leaks and insulin was able to exit from the tubing. Troubleshooting also found the insulin pump passed the high pressure test. Troubleshooting was also unable to confirm whether the customer had a bent cannula as the customer did not want to remove their infusion set. The customer's blood glucose was 77 mg/dl at the end of the call. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.